Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: review of the black box data did not reveal any evidence of events related to the complaint. There were no records of voltage drops. The black box data from the date of the alleged issue had been overwritten to continued use of the device after the alleged issue occurred. On investigation, the pump powered on normally and was the pump was exercised for 12 hours without any overheating. The electrical current draws were evaluated and found to be within specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged the temperature of the pump elevated and denied any damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.